Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver power indicator (icon) did not recognize wall power or external battery supply although the companion 2 driver was on. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a followup MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported issue of the driver's inability to recognize wall electricity was duplicated during the investigation. The root cause was determined to be a malfunction of the power management board. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver power indicator (icon) did not recognize wall power or external battery supply although the companion 2 driver was on.